Event description:
It was reported that the patient had chronic atrial fibrillation and the lead exhibited low impedance. The physician decided to change the device mode to vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.